Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during surgery, the attachment got stuck in the handpiece and the tip of the bur broke. It was also reported, there were no adverse consequences as a result of this event, there was a delay of 3 to 5 minutes to switch attachments. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during surgery, the attachment got stuck in the handpiece and the tip of the bur broke. It was also reported there were no adverse consequences as a result of this event, there was a delay of 3 to 5 minutes to switch attachments. It was further reported that the procedure was completed successfully.